Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device location of device: uterus/essure coil migration') and genital haemorrhage ('abnormal bleeding') in a 42-year-old female patient who had essure (batch no. 880423) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included leukorrhea. Final diagnosis: a. Left ovarian cyst (biopsy): cyst wall with features of a hemorrhagic corpus luteal cyst. B. Uterus with cervix and bilateral fallopian tubes (hysterectomy and bilateral salpingectomy) : cervix: - nabothian cysts. Endometrium: - benign endometrial polyp measuring 0.8cm in a background of inactive endometrium myometrium: - two well-circumscribed intramural leiomyomata measuring up to 0.9cm. Right and left fallopian tubes: within both fallopian tubes there are coiled wire consistent with essure contraceptive device. The device on the right side is present at the right cornu of the endometrial cavity. Concurrent conditions included hemorrhagic ovarian cyst. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2013, the patient experienced pelvic pain ("pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia(painful sexual intercourse)"), fatigue ("fatigue"), alopecia ("hair loss") and mood swings ("hormonal changes describe: mood swings"), 9 months 7 days after insertion of essure. In 2016, the patient experienced depression ("psychological or psychiatric problems condition: depression"). On (B)(6) 2018, the patient underwent ovarian cystectomy ("other injuries: ovarian cystectomy and cystoscopy"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), abdominal pain ("abdominal pain") and stress ("complications from your essure removal procedure:stress") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy and ovarian cystectomy and cystoscopy). Essure was removed on (B)(6) 2018. At the time of the report, the device expulsion, genital haemorrhage, vaginal haemorrhage, dyspareunia, alopecia, mood swings, migraine, headache, nausea, depression, weight increased, ovarian cystectomy and stress outcome was unknown and the pelvic pain, menorrhagia, dysmenorrhoea, fatigue and abdominal pain had resolved. The reporter considered abdominal pain, alopecia, depression, device expulsion, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, mood swings, nausea, ovarian cystectomy, pelvic pain, stress, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: approximately 3 coils were noted on the patient's left side.. Approximately 3 coils were noted on the patient's right side. Current weight 160 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: result: total bilateral occlusion. Lot number: 880423, manufacture date: 2011-07, expiration date: 2014-07-31. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-nov-2019: pfs received. Reporter's information was added. Added event abnormal bleeding. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device location of device: uterus/essure coil migration') in a 42-year-old female patient who had essure (batch no. 880423) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included leukorrhea. Final diagnosis: a. Left ovarian cyst (biopsy): - cyst wall with features of a hemorrhagic corpus luteal cyst. B. Uterus with cervix and bilateral fallopian tubes (hysterectomy and bilateral salpingectomy) : cervix: - nabothian cysts. Endometrium: - benign endometrial polyp measuring 0.8cm in a background of inactive endometrium myometrium: - two well-circumscribed intramural leiomyomata measuring up to 0.9cm. Right and left fallopian tubes: - within both fallopian tubes there are coiled wire consistent with essure contraceptive device. The device on the right side is present at the right cornu of the endometrial cavity. Concurrent conditions included hemorrhagic ovarian cyst. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2013, the patient experienced pelvic pain ("pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia(painful sexual intercourse)"), fatigue ("fatigue"), alopecia ("hair loss") and mood swings ("hormonal changes describe: mood swings"), 9 months 7 days after insertion of essure. In 2016, the patient experienced depression ("psychological or psychiatric problems condition: depression"). On (B)(6) 2018, the patient underwent ovarian cystectomy ("other injuries: ovarian cystectomy and cystoscopy"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), abdominal pain ("abdominal pain") and stress ("complications from your essure removal procedure:stress") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy and ovarian cystectomy and cystoscopy). Essure was removed on (B)(6) 2018. At the time of the report, the device expulsion, vaginal haemorrhage, dyspareunia, alopecia, mood swings, migraine, headache, nausea, depression, weight increased, ovarian cystectomy and stress outcome was unknown and the pelvic pain, menorrhagia, dysmenorrhoea, fatigue and abdominal pain had resolved. The reporter considered abdominal pain, alopecia, depression, device expulsion, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, mood swings, nausea, ovarian cystectomy, pelvic pain, stress, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: approximately 3 coils were noted on the patient's left side.. Approximately 3 coils were noted on the patient's right side. Current weight 160 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.8 kg/sqm. Hysterosalpingogram - on 09-jul-2012: result: total bilateral occlusion.. Lot number: 880423 manufacture date: 2011-07 expiration date: 2014-07-31. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-jun-2019: quality safety evaluation of product technical complaint. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device location of device: uterus/essure coil migration') in a (B)(6) female patient who had essure (batch no. 880423) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included leukorrhea. Final diagnosis: left ovarian cyst (biopsy): cyst wall with features of a hemorrhagic corpus luteal cyst. Uterus with cervix and bilateral fallopian tubes (hysterectomy and bilateral salpingectomy) : cervix: - nabothian cysts. Endometrium: - benign endometrial polyp measuring 0.8cm in a background of inactive endometrium myometrium: - two well-circumscribed intramural leiomyomata measuring up to 0.9cm. Right and left fallopian tubes: within both fallopian tubes there are coiled wire consistent with essure contraceptive device. The device on the right side is present at the right cornu of the endometrial cavity. Concurrent conditions included hemorrhagic ovarian cyst. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2013, the patient experienced pelvic pain ("pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia(painful sexual intercourse)"), fatigue ("fatigue"), alopecia ("hair loss") and mood swings ("hormonal changes describe: mood swings"), 9 months 7 days after insertion of essure. In 2016, the patient experienced depression ("psychological or psychiatric problems condition: depression"). On (B)(6) 2018, the patient underwent ovarian cystectomy ("other injuries: ovarian cystectomy and cystoscopy"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), abdominal pain ("abdominal pain") and stress ("complications from your essure removal procedure:stress") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy and ovarian cystectomy and cystoscopy). Essure was removed on (B)(6) 2018. At the time of the report, the device expulsion, vaginal haemorrhage, dyspareunia, alopecia, mood swings, migraine, headache, nausea, depression, weight increased, ovarian cystectomy and stress outcome was unknown and the pelvic pain, menorrhagia, dysmenorrhoea, fatigue and abdominal pain had resolved. The reporter considered abdominal pain, alopecia, depression, device expulsion, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, mood swings, nausea, ovarian cystectomy, pelvic pain, stress, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: approximately 3 coils were noted on the patient's left side. Approximately 3 coils were noted on the patient's right side. Current weight (B)(6). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: result: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 5-jun-2019: pfs received. Product indication and implant date updated. Essure explant date added. Following events were added: migration of essure device location of device: uterus/essure coil migration, abnormal bleeding (vaginal), menorrhagia, dysmenorrhea (cramping), dyspareunia(painful sexual intercourse), fatigue, hair loss, hormonal changes describe: mood swings, migraines, headaches, nausea, psychological or psychiatric problems condition: depression, weight gain, stress, abdominal pain and other injuries: ovarian cystectomy and cystoscopy. Previously reported event injury was updated to pain. Event severity added for abdominal pain and pain. Event outcome added for: menorrhagia, dysmenorrhea (cramping), fatigue, pain and abdominal pain. Medical history and lab data were added. Reporters added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.